Manufacturer narrative:
The device was re-implanted subpectorally without incident. The device remains in service. No adverse patient effects reported.

Event description:
Boston scientific crm received information that this device encapsulated in the pocket requiring a pocket revision.